Manufacturer narrative:
This report is being updated to provide new/corrected information: physical evaluation of the complaint device reveals: stains, kinks and scrapes inside of the biopsy channel. The biopsy channel was inspected with an olympus boroscope and the stains inside were discovered at the control body section. The kinks and scrape marks inside of the biopsy channel were found at the distal end side. The boroscope was also used to inspect the condition of the suction channel, which has no damages, or foreign material/stains within. The video scope passed the cosmo leak test.

Event description:
New information provided: no patient infections have occurred. The scope tested positive for five colonies of vancomycin resistant enterococcus faecium. The scope was recultured six days later and results came back as 50 colonies of carbapenem-resistant p. Aeruginosa, two colonies vancomycin resistant e. Faecium, 12 colonies carbapenem-resistant, multi- drug resistant p. Putida. The method used for obtaining scope culture was sterile brush and culture medium. It is unknown if the scope failed adenosine triphosphate (atp) testing. The scope was not ethylene oxide (eo) sterilized. The facility uses prolystica and rapicide and checks the concentration daily. Single use olympus mu-1/mb-155 brushes are used for reprocessing. There have been no issues with automatic reprocessor. Pre-cleaning is preformed immediately after the procedure, and leak testing is performed prior to manual cleaning. The preventative maintenance for the automatic reprocessor was last performed on (B)(6) 2021. And the endoscopic support specialist (ess) provided reprocessing inservice last (B)(6) 2021. There have been changes to reprocessing personnel since the last ess inservice. All personnel have been properly trained on how to reprocess a scope. The scopes are stored in a vented sure-dry scope cabinet. The scope was never serviced by a third party.

Manufacturer narrative:
This supplemental report is being submitted to provide test results from an independent laboratory, the olympus endoscopy support specialist (ess) observations and in-service, and an update to the legal manufacturer¿s investigation. The olympus scope was sent to an independent laboratory for culture testing. The visual inspection of the endoscope before extraction of samples found visible debris. The air/water channel had growth of a positive cocci organism, micrococcus yunnanensis. The ess performed observation at the facility. During the observation, the customer was observed during leak testing, once leak testing the scope was completed in the water, instead of removing the entire scope from the water, the scope connector was removed from the water then turned off the mu-1 then depressurized the scope and disconnected the leakage tester from the scope and placed the scope connector back in the water. Also during the observation, the customer was not flushing the aw cleaning adapter (mh-948). The customer was also skipping cleaning steps on the suction valve, air water valve, biopsy button, and the auxiliary water tube. The ess also performed an in-service and provided a review of the reprocessing of endoscopic retrograde cholangiopancreatography (ercp) endoscopes. The in-service consisted of reprocessing training including proper endoscope handling, repair prevention, leak testing, manual cleaning, high level disinfection with the use of the oer-pro and meticulous cleaning of the elevator with the use of the maj-1888 channel according to the olympus reprocessing manual. The ess informed the customer to always refer to the olympus reprocessing manuals for all reprocessing guidelines if they are unable to use the oer-pro. The legal manufacturer completed the investigation. Instructions for use (IFU) states the possibility of infection by insufficient reprocessing. Confirmation of the reprocessing environment at the user facility found: method of leakage test was deviated from IFU not flushing the air/water cleaning adapter (mh-948), and skipping cleaning steps on the suction valve, air water valve, biopsy button, and the auxiliary water tube. Though nonconformities of the device were confirmed, whether they were related to the cause of the suggested event or not was unknown. The suggested event was not due to the device design. The likely cause from the additional information, positive culture test results by both the user facility and the third-party labs, and reprocessing environment at the user facility: reprocessing method conducted by the user was different from the method recommended in IFU. The likely causes of the germs detection as follows. However, it is difficult to specify for detailed information of reprocessing process at the user facility, the condition of the subject device and the suggested event. 1. User¿s cleaning and disinfection process possibly differed to the process recommended in instructions for use. It may have led to insufficient reprocessing. 2. Contamination possibly occurred at microbiological testing. 3. Reprocessing possibly insufficient due to the device defects.

Manufacturer narrative:
This reported is being updated to provide investigation findings. Four attempts have been made to gather information regarding the reported event and to offer dispatch of endoscopic support specialist (ess) to help trouble shoot the issue and provide education. No response was received from the customer. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device warns the user that there is a potential for infection of the device is not reprocessed adequately. Conclusion: the definitive cause of the user's reported experience cannot be determined. Based on the available information, the following possible causes are presumed: user¿s cds process deviated from the process recommended in IFU, possibly leading to insufficient reprocessing. Contamination possibly occurred during microbiological testing.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The definitive cause of the customer's experience can not be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported an evis exera ii gastrointestinal videoscope had a positive culture after reprocessing. The scope was sent to maintenance after this was identified. There was no patient contact/impact related to this occurrence. Multiple attempts have been made to gather additional details from the customer with no response.